Event description:
It was reported that the patient was having frequent pulsatility index (pi) events where the patient could sense their pump "clunking" in their chest and ramping up. Log files were submitted for review and captured no unusual events. Additional log files were sent for review on 31mar2026 to make sure the device was functioning properly. The patient was still feeling a rattle in their chest from the device and wanted to see how frequent the patients pi events were. There was no unusual event noted in the log file event history.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.